Event description:
It was reported that a patient complained of altered perception of stimulation (explained as "miss-stimulation") and upon interrogation high impedance was seen. The patient also complains of increase in seizures noted to be above baseline. It was recommended that the device be disabled and x-rays be performed, however x-rays have not been reviewed by the manufacturer to date. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
X-ray images were reviewed. The connector pin appears to be fully inserted in the generator as it can be seen through the second connector block. The feedthru wires appear intact. The lead was visualized in the chest and neck. Strain relief and tie downs are present as per labelling. No sharp angles were observed in the lead. The lead was assessed for fractures and no gross fractures or discontinuities were noted. The lead appears intact at the connector pin. Note that the presence of problems in obscured portions of the lead and microfractures cannot be ruled out. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient's lead and generator were replaced. The explanted suspect product has not been received to date. No further relevant information has been received to date.

Event description:
Lead product analysis was completed and approved. During the visual analysis of the second portion, the pin coil was found to be broken. The broken ends of the coil show appearance suggesting that a stress-induced fracture has occurred. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. Other than the above noted observations, and the abraded openings, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Abraded openings were observed on the outer tubing. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing, in some areas. No obvious point of entrance was noted other than the identified tube openings and the cut ends of the returned lead portions. Inner tubing abrading openings were from the explant process.

Event description:
Product analysis was completed on the generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.lead analysis has not been completed to date.

Event description:
The explanted generator and lead were received for analysis. Product analysis has not been completed on the suspect device to date. No further relevant information has been received to date.